Event description:
It was reported that a malfunction occurred on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer reset the pump before calling, so the fault ID could not be confirmed, and technical support decided to replace the pump.